Manufacturer narrative:
(B)(4). The purpose of this MDR submission is to correct the name and contact information of the initial reporter. (B)(6). The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint: (B)(4). Information regarding patient race and ethnicity was not provided. The device remains implanted in the patient and is thus not available for evaluation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Concomitant med products due to character limitation: (2) target 360 soft coils, (2) target helical ultra coils, (2) target helical nano coils. (B)(6). The company is seeking this information through the event investigation. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. This is one of two adverse events reported for this patient and the associated manufacturer report numbers are 1226348-2018-00621 & 1226348-2018-00622.

Event description:
As reported via the (B)(4) clinical study (patient (B)(6)), the (B)(6) year-old female patient experienced paresis right with reverse hypoesthesia on the same day as the index procedure. The paresis was observed immediately after the patient awoke after the index procedure. The paresis lasted two weeks and the numbness lasted three days. Additional information received at a later date reported that the patient was diagnosed with a stroke. The event was new and anticipated. There was no treatment and the symptoms were mild with good prognosis. The event did not require prolongation of existing hospitalization. The last report received indicated that the event improved. The patient was discharged on (B)(6) 2018. The primary investigator reported that the event was definitely related to the study device and index procedure and not related to other devices used or the patient¿s underlying disease state. The patient initially underwent stent-assisted coil embolization on (B)(6) 2018. Pre-treatment angiography revealed an anterior circulation aneurysm on left sidewall of the carotid-ophthalmic artery. The unruptured aneurysm was saccular in shape with the following dimensions: dome height 4.0mm, dome width 6.0mm, neck width 3.0mm, and dome-to-neck ratio of 2.0. The internal diameter of the parent vessel proximal to the aneurysm was 4.0mm and distal to the aneurysm was 4.0mm. The target aneurysm had not been treated before and was discovered without symptoms. Jailing technique was utilized and six competitor coils were placed in the aneurysm after the 4mm x 23mm enterprise2 (enc402300/10803888) stent was placed. Immediate post-procedure angiography confirmed that the coil mass position was maintained within the sac, the parent artery was patent and the aneurysm was occluded 90-99%. Raymond class assessment was 1: complete occlusion. The aneurysm dimensions: dome height 4.0mm, dome width 6.0mm, neck width 3.0mm and dome-to-neck ratio of 2.0. The internal diameter of the parent vessel proximal to the aneurysm was 4.0mm and distal to the aneurysm was 4.0mm. There was no evidence of stenosis or thrombosis. There was no reduction in flow in the parent artery (tici score grade 3). There was complete stent coverage across the aneurysm neck. The procedure was completed with satisfactory results with placement of the study device. The stent had to be repositioned once during the stent deployment, but there were no technical complications or evidence of device malfunction. The stent fully expanded and there was good wall apposition between all areas of the stent and the vessel. Intravenous (IV) heparin 5000 ie was administered during the procedure. Activated clotting time (act) value was between 150-200s; the absolute value was not documented. Of note, the patient was started on aspirin 100mg and iscover (clopidogrel) 75mg on (B)(6) 2018. Platelet responsiveness testing on (B)(6) 2018 revealed no responsiveness for clopidogrel, so they changed the is cover to ticagrelor 180mg daily. The patient was discharged on (B)(6) 2018 with aspirin 100mg and ticagrelor 2x90mg. Repeat testing on (B)(6) 2018 revealed a positive response. Certoparin (2x3000 ie) was added on "(B)(6) 208" for 14 days. Magnetic resonance imaging (MRI) performed 21 days following the index procedure showed no change in stent position. The enterprise2 stent remains implanted in the patient and is thus not available for evaluation. A copy of the imaging studies (including report) is available for review. No further information was provided.

Manufacturer narrative:
Product complaint #: (B)(4). Complaint conclusion: as reported via the sunrise 2 clinical study, the 71-year-old female patient experienced right side paresis with reverse hypoesthesia on the same day as the index procedure. The paresis was observed immediately after the patient awoke after the index procedure. The paresis lasted two weeks and the numbness lasted three days. Additional information received at a later date reported that the patient was diagnosed with a stroke. There was no treatment and the symptoms were mild with good prognosis. The event did not require prolongation of existing hospitalization. The patient was discharged on (B)(6) 2018. Magnetic resonance imaging (MRI) performed on (B)(6) 2018 revealed subacute microembolism on precentral left-side correlating to the right-side hand paresis immediately following the procedure, which in the meantime has almost completely regressed. There was no change in stent position seen. The primary investigator reported that the event was definitely related to the study device and index procedure and not related to other devices used or the patient¿s underlying disease state. The patient initially underwent stent-assisted coil embolization on (B)(6) 2018. Pre-treatment angiography revealed an anterior circulation aneurysm on left sidewall of the carotid-ophthalmic artery. The unruptured aneurysm was saccular in shape with the following dimensions: dome height 4.0mm, dome width 6.0mm, neck width 3.0mm, and dome-to-neck ratio of 2.0. The internal diameter of the parent vessel proximal to the aneurysm was 4.0mm and distal to the aneurysm was 4.0mm. The target aneurysm had not been treated before and was discovered without symptoms. Jailing technique was utilized, and six competitor coils were placed in the aneurysm after the 4mm x 23mm enterprise 2 (catalog: enc402300/lot: 10803888) stent was placed. Immediate post-procedure angiography confirmed that the coil mass position was maintained within the sac, the parent artery was patent, and the aneurysm was occluded 90-99%. Raymond class assessment was 1: complete occlusion. There was no evidence of stenosis or thrombosis. There was no reduction in flow in the parent artery (tici score grade 3). There was complete stent coverage across the aneurysm neck. The procedure was completed with satisfactory results with placement of the study device. The stent had to be repositioned once during the stent deployment, but there were no technical complications or evidence of device malfunction. The stent fully expanded and there was good wall apposition between all areas of the stent and the vessel. Intravenous (IV) heparin 5000 ie was administered during the procedure. Activated clotting time (act) value was between 150-200s; the absolute value was not documented. Of note, the patient was started on aspirin 100mg and clopidogrel 75mg on (B)(6) 2018. Platelet responsiveness testing on (B)(6) 2018 revealed no responsiveness for clopidogrel, so they changed the clopidogrel to ticagrelor 180mg daily. The patient was discharged on (B)(6) 2018 with aspirin 100mg and ticagrelor 2x90mg. Repeat testing on (B)(6) 2018 revealed a positive response. Certoparin (2x3000 ie) was added on (B)(6) 2018 for 14 days. No further information was provided. The enterprise 2 stent remains implanted in the patient and is thus not available for evaluation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Review of the procedure imaging revealed the position of the enterprise stent was acceptable and there was no evidence of movement between initial placement and the final imaging. The degree of aneurysm embolization was adequate. There was no evidence of extrusion of the coils through the stent into the artery. The enterprise stent appeared to be performing well. The patient appeared to have been properly anticoagulated. There was no response to clopidogrel the day before the procedure, so the patient was given ticagrelor 180mg daily. The pretreatment with the antiplatelet agents was also appropriate and tailored to testing. At the conclusion of the procedure, the patient was noted to have a paresis contralateral to the left posterior communicating artery aneurysm. On the final post embolization images, there may have been some slow filling of distal middle cerebral artery branches. It was reported that this event was considered to be a stroke; however, this cannot be confirmed based on the angiographic images. The MRI report from june 6, 2018 states: ¿¿subacute microembolism on precentral left-side correlating to the right-side hand paresis immediately following the procedure, which in the meantime has almost completely regressed¿¿ this finding would confirm that there was some distal branch occlusion. At any rate, this complication of post embolization stroke is uncommon, but well documented as a risk of aneurysm embolization. There was no angiographic evidence to suggest a malfunction of the coils or the enterprise stent. Stroke is a known potential complication associated with the enterprise 2 stent and stent-assisted coil embolization procedures. Based on the MRI report, the stroke was related to subacute microembolism, which is also a known potential adverse event associated with the stent and procedure. The root cause of the reported stroke cannot be determined; however, it is possible that procedural, patient, and pharmacological factors may have contributed to the event. Based on the information available for review, there is no evidence to suggest that the implanted enterprise 2 stent had malfunctioned. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. This is one of two adverse events reported for this patient and the associated manufacturer report numbers are 1226348-2018-00621 & 1226348-2018-00622.

Manufacturer narrative:
Product complaint #: (B)(4). Additional information received from the sunrise 2 study on 9/13/2018 indicated that the adverse event of "mild arm paresis right with reverse hypoesthesia" was updated to "subacute microembolism left precentral." The primary investigator reported that the event was probably related to the study device, definitely related to the index procedure, and not related to other devices used or the patient¿s underlying disease state. The event resolved on (B)(6) 2018 with no residual effects. [Complaint conclusion] - updated: as reported via the sunrise 2 clinical study, the 71-year-old female patient experienced right side paresis with reverse hypoesthesia on the same day as the index procedure. The paresis was observed immediately after the patient awoke after the index procedure. The paresis lasted two weeks and the numbness lasted three days. Additional information received at a later date reported that the patient was diagnosed with a stroke. There was no treatment and the symptoms were mild with good prognosis. The event did not require prolongation of existing hospitalization. The patient was discharged on (B)(6) 2018. Magnetic resonance imaging (MRI) performed on (B)(6) 2018 revealed subacute microembolism on precentral left-side correlating to the right-side hand paresis immediately following the procedure, which in the meantime has almost completely regressed. There was no change in stent position seen. The event resolved with no residual effects on (B)(6) 2018. The primary investigator reported that the event was probably related to the study device, definitely related to the index procedure, and not related to other devices used or the patient¿s underlying disease state. The patient initially underwent stent-assisted coil embolization on (B)(6) 2018. Pre-treatment angiography revealed an anterior circulation aneurysm on left sidewall of the carotid-ophthalmic artery. The unruptured aneurysm was saccular in shape with the following dimensions: dome height 4.0mm, dome width 6.0mm, neck width 3.0mm, and dome-to-neck ratio of 2.0. The internal diameter of the parent vessel proximal to the aneurysm was 4.0mm and distal to the aneurysm was 4.0mm. The target aneurysm had not been treated before and was discovered without symptoms. Jailing technique was utilized, and six competitor coils were placed in the aneurysm after the 4mm x 23mm enterprise 2 (catalog: enc402300/lot: 10803888) stent was placed. Immediate post-procedure angiography confirmed that the coil mass position was maintained within the sac, the parent artery was patent, and the aneurysm was occluded 90-99%. Raymond class assessment was 1: complete occlusion. There was no evidence of stenosis or thrombosis. There was no reduction in flow in the parent artery (tici score grade 3). There was complete stent coverage across the aneurysm neck. The procedure was completed with satisfactory results with placement of the study device. The stent had to be repositioned once during the stent deployment, but there were no technical complications or evidence of device malfunction. The stent fully expanded and there was good wall apposition between all areas of the stent and the vessel. Intravenous (IV) heparin 5000 ie was administered during the procedure. Activated clotting time (act) value was between 150-200s; the absolute value was not documented. Of note, the patient was started on aspirin 100mg and clopidogrel 75mg on (B)(6) 2018. Platelet responsiveness testing on (B)(6) 2018 revealed no responsiveness for clopidogrel, so they changed the clopidogrel to ticagrelor 180mg daily. The patient was discharged on (B)(6) 2018 with aspirin 100mg and ticagrelor 2x90mg. Repeat testing on (B)(6) 2018 revealed a positive response. Certoparin (2x3000 ie) was added on (B)(6) 2018 for 14 days. No further information was provided. The enterprise 2 stent remains implanted in the patient and is thus not available for evaluation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Review of the procedure imaging revealed the position of the enterprise stent was acceptable and there was no evidence of movement between initial placement and the final imaging. The degree of aneurysm embolization was adequate. There was no evidence of extrusion of the coils through the stent into the artery. The enterprise stent appeared to be performing well. The patient appeared to have been properly anticoagulated. There was no response to clopidogrel the day before the procedure, so the patient was given ticagrelor 180mg daily. The pretreatment with the antiplatelet agents was also appropriate and tailored to testing. At the conclusion of the procedure, the patient was noted to have a paresis contralateral to the left posterior communicating artery aneurysm. On the final post embolization images, there may have been some slow filling of distal middle cerebral artery branches. It was reported that this event was considered to be a stroke; however, this cannot be confirmed based on the angiographic images. The MRI report from (B)(6) 2018 states: ¿¿subacute microembolism on precentral left-side correlating to the right-side hand paresis immediately following the procedure, which in the meantime has almost completely regressed¿¿ this finding would confirm that there was some distal branch occlusion. At any rate, this complication of post embolization stroke is uncommon, but well documented as a risk of aneurysm embolization. There was no angiographic evidence to suggest a malfunction of the coils or the enterprise stent. Stroke is a known potential complication associated with the enterprise 2 stent and stent-assisted coil embolization procedures. Based on the MRI report, the stroke was related to subacute microembolism, which is also a known potential adverse event associated with the stent and procedure. The root cause of the reported stroke cannot be determined; however, it is possible that procedural, patient, and pharmacological factors may have contributed to the event. Based on the information available for review, there is no evidence to suggest that the implanted enterprise 2 stent had malfunctioned. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. This is one of two adverse events reported for this patient and the associated manufacturer report numbers are 1226348-2018-00621 & 1226348-2018-00622.

Manufacturer narrative:
Product complaint # (B)(4). Imaging was received on 7/6/2018 and is awaiting evaluation. Additional information will be submitted within 30 days of receipt. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. This is one of two adverse events reported for this patient and the associated manufacturer report numbers are 1226348-2018-00621 & 1226348-2018-00622.